Event description:
While turning to the right towards the IV pump, patient became increasingly hypotensive while on high dose double pressors. Levo titrated upwards with no improvement. Prbcs [packed red blood cells] transfusing at that time and rate increased with no improvement in pressures. Rn noted that the levo tubing had a clean break at the y-site nearest to the patient. Blood flowing out of PICC [peripherally inserted central catheter] line into the remaining IV tubing still connected to the patient and onto the floor. Fellow rns and providers notified immediately. Fellow rn had to grab new levo and IV tubing to prime. Providers at bedside and instructed rns at bedside to push a total of 1200 mcg neo. Levo not infusing appropriately for approximately 2-3 minutes. Once levo restarted, patient required up to 0.45 mcg/kg/min to recover from the acute hypotension as a result of the IV tubing break.